Event description:
It was reported to boston scientific corporation that an fg needleknife rx was used during a procedure performed on (B)(6) 2014. According to the complainant, the device was tested prior to use. During the procedure the physician was unable to perform incision since the device failed to deliver current. The device was removed and when the handle was actuated the needle did not extend. The procedure was completed with another fg needleknife rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Reported event of wire break. A visual examination of the returned device found that it has needle broken (blackened and melted). It was concluded that the failure occurred due to procedural or anatomical factors encountered during the procedure, which could have affected the device integrity or its performance, therefore, the most probable root cause for this incident is operational context. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no other complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that an fg needle knife rx was used during a procedure performed on (B)(6) 2014. According to the complainant, the device was tested prior to use. During the procedure the physician was unable to perform incision since the device failed to deliver current. The device was removed and when the handle was actuated the needle did not extend. The procedure was completed with another fg needle knife rx. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.